Event description:
Per the audiologist, the patient reported pain over the site of the cochlear implant. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple electrode anomalies. The anomalous electrodes were deactivated in the patient's sound processor program. The patient still reported experiencing pain. The patient's device was explanted in 2008 and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.